Event description:
It was reported that this right ventricular (rv) lead showed increased threshold values. The previous measurements compared to the current measurements; up from 4,5v/1,5ms to 6,0v/1,5ms. Physician replaced the lead when the device was upgraded. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned but severed 13 cm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead showed increased threshold values. The previous measurements compared to the current measurements; up from 4,5v/1,5ms to 6,0v/1,5ms. Physician replaced the lead when the device was upgraded. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.